Event description:
Philips received a complaint by the customer on the v60 indicating that there was an automatic pressure zeroing failed error. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that there was an automatic pressure zeroing failed error. The authorized service provider (asp) engineer evaluated the device and confirmed the reported issue. The asp engineer found that the data acquisition (da) printed circuit board assembly (pcba) was faulty and needed to be replaced. After replacing the da pcba, the asp engineer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).